Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported on intermittent occasions, that the wake button was sticking. The customer needed to press the wake button multiple times before the screen turned on. The customer's blood glucose levels ranged from 128 mg/dl to 142 mg/dl. Reportedly, the customer had insulin pens available as alternate insulin therapy.